Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
It was reported that the device manufacturer representative was interrogating a pump following an MRI. Upon interrogation, they reviewed the event logs but didn't see a motor stall or motor stall recovery. The last logs were from (B)(6) 2013 and nothing from the MRI on the date of this report. The length of the MRI had been "about" 30 minutes. The device system delivered saline at minimum rate. Upon additional follow up, the device manufacturer representative still didn't know why it didn't show in the logs. She was never contacted with anything new following that so she "assumes it recovered and there were no issues&#56224;the representative also didn't know why saline was in the pump running at minimum rate.